Manufacturer narrative:
Results: the returned device was fractured beneath its hypotube approximately 5.0 cm from the hub. The device had an ovalization approximately 82.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed a fractured device. If the benchmark is forcefully retracted from its packaging hoop at extreme angles or otherwise mishandled during preparation, damage such as a fracture may occur. Further evaluation revealed an ovalization on the device. The ovalization is likely incidental to the complaint. This damage may have occurred during further mishandling or packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician removed a benchmark 6f 071 delivery catheter (benchmark) from its packaging tube and flushed it. However, the benchmark then broke and unraveled. The damage to the benchmark occurred prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new benchmark.